Event description:
Poly was exchanged due to poor flexion on patient right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 4 x 13 ps poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested, but not made available by the doctor. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.